Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported irrigation pressure loss during a procedure. Additional event details have been requested.

Manufacturer narrative:
A company clinical analyst reviewed this case and stated the following: ¿the intraocular pressure (iop) control went to standard infusion and there was a message re: irrigation pressure loss. No message numbers recorded. Doctor would like system checked out. The customer was instructed on how to view event log and she will try to get message numbers. No questionnaire was returned from the customer. The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. Intraocular surgery has always been recognized to induce substantial intra-ocular pressure (iop) fluctuations, this is true for both anterior (i.e. Cataract surgery) and posterior segment (i.e. Vitrectomy) surgeries. Acute ocular hypotony is common during many intraocular surgeries. There are numerous times during cataract surgery (B)(4), glaucoma filtration surgery ((B)(4)), vitrectomy ((B)(4)), penetrating keratoplasty ((B)(4)), k-pro surgery, dsek, iofb removal and trauma repair when there is no infusion and the eye is at atmospheric pressure. Pars plana vitrectomy (ppv) differs from other intraocular surgical procedures in that the prolonged acute hypotony is not a predominant feature. Intra-operatively, maintenance of eye pressure is a balance between infusion (irrigation) and extrusion (aspiration) with both parameters actively controlled by the surgeon and with the advent of iop control features, supported by vitrectomy/phaco machines. Hypotony (<5mmhg) is in fact fairly common in eye surgery that most eye surgeons anticipate this to occur during surgery. Surgeons have been trained to recognize and mitigate this by adjustment of the previously mentioned parameters be it manually or through the machine to adapt to what is being performed during surgery. The system operators manual notes the system is a closed loop system that adjusts iop. The iop control cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, and presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, and/or remove the infusion line. Based on this description, likely contributor to the reported event is failure to sufficiently aspirate viscoelastic. This issue is unrelated to the system, and can be attributed to either viscoelastic type chosen or user technique.¿ the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 11, 2009. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information provided indicated an advisory message displayed stating the irrigation pressure was lost. The combined cataract and vitrectomy procedure was completed without patient harm.